Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to deploy the leadless implantable pulse generator (ipg) multiple times, but the device would not fully release from the delivery catheter by completely sliding the deployment button. After a third attempt at deployment, the device was removed, and another device was attempted. The second device was deployed multiple times due to poor measurements before finally being implanted. Shortly after implant, a pericardial effusion with tamponade was identified via ultrasound. The effusion was drained, but bleeding would not stop and an open heart surgery was performed in order to fix the perforation. During the surgery, the inferior vena cava (ivc) was torn, and repair of the ivc was also required. It was not possible to determine when in the implant procedure the perforation had occurred. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. There was a deployment issue with the delivery system. Blood was observed on the delivery system (not obstructed). Blood was observed on the flush port valve of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The recapture cone is damaged. If information is provided in the future, a supplemental report will be issued.